Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked "near the exit site". This occurred during fill one of four of peritoneal dialysis (pd) therapy. The patient was connected to the device. Renal therapy services (rts) assisted the patient with cassette removal and ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.